Event description:
Procedure type: lobectomy. According to the reporter: firing on the pulmonary artery could be done with no problem. At third firing on the pulmonary vein, suddenly handle became stiff, but firing was completed. After opened jaws, the vessel was torn and bleeding occurred. The vessel was ligated and procedure was completed without further trouble. Bleeding was less than 200cc. No additional tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).